Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that during the patient's regular follow up visit, they were unable to get a telemetry signal from the device, that there was no response to a magnet and it was determined that the device was not pacing. The device was explanted and returned. It was also reported that the patient had a native rhythm of 70 bpm and that there were no patient complications reported as a result of this event.